Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The printer overheated due to an out of specification micro processor unit (mpu) printed circuit board (pcb) assembly. The stylus was damaged. Reconfigured hard drive and reloaded software. The device passed final functional and system tests. Due to parts availability, the device was not repairable and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers internal strip printer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.